Event description:
Imprecise sequential readings was received on a customer's precision xtra meter. The customer obtained readings of 5, 1.1, 12.4 and 10.6 mmol/l within a ten minute timeframe. When plotting each of the readings against the average, the results fall in the 'b' and 'c' zones. The 'c' zone result shows the different to be clinically significant.